Event description:
The surgeon reported a corneal burn during the early stage of phacoemulsification of a soft cataract. Sutures were required to close the wound.

Manufacturer narrative:
Doctor believes the use of viscoelastic may have contributed to the incident.